Event description:
A customer observed biased vitros valp qc results on the vitros 5,1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that biased vitros vanc quality control results occurred on the vitros 5,1 fs analyzer. An ocd fe replaced the sample metering pump, but there was no definitive proof this was the cause of the biased results. The investigation also suspected quality control fluids may not have been handled in accordance with the manufacturer's recommendation. The investigation into this event concludes that the root cause of the event is unknown and the possibility of an analyzer malfunction and the effect of improper pre-analytical quality control fluid handling could not be ruled out as potential root causes.